Manufacturer narrative:
The unit subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that prior to a patient procedure the monitors to their hexavue ip custom room rack were not displaying properly. No report of injury.